Manufacturer narrative:
Initial report submitted to FDA had an incorrect MFR# of 3003464075-2015-00038. This is a corrected report to provide the proper MFR number of 3003464075-2016-00001.

Manufacturer narrative:
Investigation into this reported event determined that patient compliance with factors affecting her potassium level could not be confirmed. Although the involved sample preceding the hyperkalemia of 6.8 was not returned to nxstage for evaluation, a cartridge from one of the 4 incomplete treatments was evaluated and there was no malfunction. Biocompatibility of the device has been established. Nxstage medical considers this report closed. DHR review of the equipment involved in this event showed that there were no defects during the manufacturing process. No additional information will be provided.

Event description:
On 12/16/15 it was reported by the home therapy nurse that the patient was in the emergency room with hyperkalemia of 6.8 mmol/l. She stated that the patient had not completed 4 treatments over the course of approximately 4 weeks which they were attributing to a potential use error.